Event description:
It was reported solution leakage from the exit-site caused by a small crack in the catheter's wall at 7-8 cm small crack in the catheter during use. Incident occurred during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported solution leakage from the exit-site caused by a small crack in the catheter's wall at 7-8 cm small crack in the catheter during use. Incident occurred during use. No other information was provided.